Manufacturer narrative:
Device evaluated by MFR. The ventilator was rec'd on 04/14/07. It will be forwarded to MFR/flight medical ltd. For further investigation . A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.